Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported patient end is bending when taking injection stated, he purchased 5 boxes but has only started using one box stated, when taking injection, some insulin will leak out lot: 2123078. Catalog: 32109. Date of event: unknown. Samples: yes.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported patient end is bending when taking injection stated, he purchased 5 boxes but has only started using one box stated, when taking injection, some insulin will leak out lot: 2123078 catalog: 32109 date of event: unknown samples: yes.